Event description:
Boston scientific received information that during a routine device replacement procedure, this left ventricular (lv) lead was found to have dislodged. The lead was replaced and surgically abandoned at the hospital. No adverse patient effects were reported. The lead will not be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.